Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer reported a falsely decreased architect total psa results generated on the architect i2000sr analyzer for one patient sample. The following data was provided (reference range for total psa: 0.0-4.0 ng/ml): on (B)(6) 2024: total psa result = 1.81 ng/ml (this result did not correlate with the patient¿s clinical history). Total psa values of 3.58 and 4.60 ng/ml were previously processed and correlated to the historical values of this patient. The customer did not find the total psa result of 1.8 ng/ml to be correct. The customer decides to rerun the same sample on (B)(6) 2024 and generated a total psa result of 4.41 ng/ml. The customer decides to repeat the total psa for a 3rd time and obtain a total psa result of 4.08 ng/ml. Additional patient information was provided by the customer on 12apr2024. The same sample was retrieved from the refrigerator after 7days and retested for total psa. The total psa generated a result of 1.22 ng/ml. The same sample was sent to another lab and obtained a total psa result of 1.23 ng/ml. Per the architect total psa package insert under specimen storage, the sample can be stored at 2-8 degrees celsius for less than 24 hours. If the testing will be delayed more than 24 hours, the serum should be removed from the clot and stored frozen at -20 degrees celsius or colder. There was no impact to patient management reported.

Event description:
The customer reported a falsely decreased architect total psa results generated on the architect i2000sr analyzer for one patient sample. The following data was provided (reference range for total psa: 0.0-4.0 ng/ml): (B)(6) 2024: total psa result = 1.81 ng/ml (this result did not correlate with the patient¿s clinical history). Total psa values of 3.58 and 4.60 ng/ml were previously processed and correlated to the historical values of this patient. The customer did not find the total psa result of 1.8 ng/ml to be correct. The customer decides to rerun the same sample on (B)(6) 2024 and generated a total psa result of 4.41 ng/ml. The customer decides to repeat the total psa for a 3rd time and obtain a total psa result of 4.08 ng/ml. Additional patient information was provided by the customer on (B)(6) 2024. The same sample was retrieved from the refrigerator after 7days and retested for total psa. The total psa generated a result of 1.22 ng/ml. The same sample was sent to another lab and obtained a total psa result of 1.23 ng/ml. Per the architect total psa package insert under specimen storage, the sample can be stored at 2-8 degrees celsius for less than 24 hours. If the testing will be delayed more than 24 hours, the serum should be removed from the clot and stored frozen at -20 degrees celsius or colder. There was no impact to patient management reported.

Manufacturer narrative:
D4-lot # was updated from unknown to 56134fn00. D4 - primary UDI number was updated from (B)(4) the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot 56134fn00 performs as expected for this product. The ticket trending for the list number did not identify any trends regarding commonalities for the lot number and complaint issue. A review of the device history record did not identify issues associated with the customer¿s issue. Performance testing was performed using an in-house retain kit of the complaint lot 56134fn00. All specifications were met indicating the lots are performing acceptably. Labeling was reviewed which adequately addresses the current issue. In this case, the complaint text stated that there was a problem with the sample. Based on the investigation, architect total psa reagent lot 56134fn00 is performing as intended, no systemic issue or product deficiency was identified.